Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: hsb. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6)2023, the patient underwent orif surgery for fracture of the base of the thigh bone with tfna 90 mm helical blades. The blade was inserted deeper than planned, however the surgeon determined it to be acceptable and augmentation was performed. The surgeon then checked the lateral side and found that the tip of the blade seemed to be slightly pierced into the bone head. Since this situation was not acceptable, the 90 mm blade was once removed, and an 85 mm blade was reinserted. The surgeon checked the front and lateral image to make sure there were no problems, and the operation was complete. The surgery was completed successfully within 15 minutes. There was no reported adverse patient impact. No further information is available. This report is for a tfna fenestrated helical blade 90mm ¿ sterile. This is report 1 of 1 for (B)(4).